Manufacturer narrative:
The biomedical engineer (bme) reported that they were having issues with the h1k server and were unable to see across ths segments. The devices on the other segment were showing as communication loss on this central nurse's station (cns). There was a bedside monitor that was trying to take over as the segment master at least once a month or sometimes more. Nihon kohden computer information technology systems support (cits) advised the customer to reboot the server, and they spoke to them about a network refresh and sent an network support to get them assistance with that. The server that manages the .10 segment is the 172.16.10.8 host server. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they were having issues with the h1k server and were unable to see across ths segments. The devices on the other segment were showing as communication loss on this central nurse's station (cns). There was a bedside monitor that was trying to take over as the segment master at least once a month or sometimes more. Nihon kohden computer information technology systems support (cits) advised the customer to reboot the server, and they spoke to them about a network refresh and sent an network support to get them assistance with that. The server that manages the .10 segment is the host server. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were unable to see across the segments due to issues with the h1k server. The devices on the other segment were showing comm loss at this central nurse's station (cns). A bedside monitor had been trying to take over as the segment master at least once a month. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause for the reported communication loss is related to the customer's network environment. The customer was experiencing communication loss due a bedside in the effected segment taking over that segment. The bedside was removed from the network until the cns retook control and the issue was resolved. Possible root causes for bedside takeover are poor network infrastructure, host1000 ip configuration, or segment overcrowding.

Event description:
The biomedical engineer (bme) reported they were unable to see across the segments due to issues with the h1k server. The devices on the other segment were showing comm loss at this central nurse's station (cns).